Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. A surgical procedure was performed, during which no device issues were identified. However, it was determined that the cuff required repositioning on the urethra due to muscle atrophy. The aus was completely replaced, and no additional patient complications were reported.